Event description:
In evening, impella 5.5 alarmed air in system. When trying to solve the issue nurse found that dials on the monitor was not working. Impella monitor switched. Charge nurse, nurse practitioner, and impella team aware. Impella console exchanged with unit backup and removed from service. Alarm review being conducted by impella representative.